Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a pause episode which appeared to be due to loss of contact. The patient was upgraded to an implantable pulse generator (ipg). The icm remains in use. No patient complications have been reported as a result of this event.